Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple devices were in critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple devices were in critical override. A technical support specialist found that auto enable down time was configured to start triggering automatic critical override after 15 minutes or lower went in and out of critical override, update the auto enable down time in critical override tab to 20 minutes or higher to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.